Manufacturer narrative:
An investigation of the device was conducted by the manufacturer. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were no deviations or non-conformances during the manufacturing process. Simulated treatment was performed and completed without any unexpected alarms or problems occurring. The patient sensor calibration check and mushroom head check passed. There are no visual indications of dried fluid within the cassette compartment. No burrs or sharps in cassette area that may have punctured a cassette membrane. An internal inspection of the cycler found pneumatic filter¿s hp2 discolored. The cause of the discoloration could not be determined. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions that would have caused the reported event.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) and the adverse event. Based on the provided information a temporal relationship between the episode of severe abdominal pain during ccpd therapy on the liberty cycler, necessitating in patient hospitalization and subsequent diagnosis of acinetobacter peritonitis and the fresenius products/liberty cycler exists. The pdrn requested this patient receive a replacement liberty cycler due to the pain level and cycler alarm at time of the patient event. The etiology and causality of this (B)(6) event is unknown, patient received all medical interventions during hospitalization and there have been no other reported issues. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient¿s nurse called in regarding cycle replacement due to patient vacuum too high alarm. The pd nurse stated the patient experienced abdominal pain while in treatment and was admitted to the hospital. During follow up the pd nurse reported the patient was diagnosed in the hospital with peritonitis and the cause of peritonitis was unknown. The patient was hospitalized from (B)(6) 2017. According to the culture, the patient's white blood cell count in fluid was 2 and the repeat count was 3. The patient was diagnosed with acinetobacter. The patient was treated with unspecified antibiotics. The etiology and causality of this peritonitis event is unknown. The patient has recovered from the event and was back on pd treatment without further issues noted.